Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the real intelligence cori, pn: rob10024, (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional evaluations could not be performed. Although the product was not returned the software files were downloaded from the device and provided for investigation. The reported robotic drill cable disconnected errors and system fault communication failure error were confirmed. The screenshots of the case file provided confirm a robotic drill cable disconnected error with the second drill ((B)(6)). The user then switched to drill (B)(6), where the robotic drill cable disconnected error occurred in the connection screen twice, and the system fault communication failure error occurred in the set up screen after these two disconnect errors. The log files necessary (naviosystem.log) to identify the cause of the robotic drill disconnect errors and the system fault communication errors were not provided. The most likely cause of the robotic drill cable disconnect errors are occurrences of a known software bug; where fixes were implemented to reduce the probability of false robotic drill disconnect errors in the release of cori-v1.4.3 software. A possible cause of the system fault communication failure error and subsequent internal error could be a result of the drill¿s inability to move the carriage to the location that engages with the long attachment which allows for proper insertion of the bur. The long attachment will get stuck on the drill if the carriage is not in the correct position that allows the lock ring to rotate and unlock the long attachment. This could possibly be due to an obstruction within the long attachment, or an issue with the drill¿s exposure motor that can¿t move the carriage to the correct location. In the event of a system failure, cori has a built-in auto-recovery mechanism. If the failure occurs outside of the application, cori returns to the beginning of the startup sequence. Refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that during a cori assisted tka surgery, the handpiece (ri robotic drill) wasn't able to pass registration a few times, the error "robotic drill cable disconnected" appeared. They had to quit the case, disconnect the bur and push locking mechanism back. They connected handpiece back, resumed the case, continue registration, but had the same issues. Tried three times and the issue persisted ((B)(6)). Also, the long attachment was stuck and not able to disconnect ((B)(6)). They changed the handpiece, created new case, tried to register again and same issues, same error, but on the second attempt with new handpiece. The error was "communication failure" follow by internal error warning (the system has detected that the application unexpectedly exited) ((B)(6)). The procedure was completed by changing to manual procedure. After the case they checked the second robotic drill and it passed tests and registration, so it seems to be good.

Manufacturer narrative:
Internal complaint reference (B)(4).